Event description:
Customer reported that she was getting a prime alarm on the insulin pump. During troubleshooting customer reported that drive support was sticking out. Customer was advised to discontinue use of the device. Blood glucose level was 239 mg/dl. No further information was reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump received with minor scratched display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.